Manufacturer narrative:
Analysis and results: no information received regarding the possible references involved. The only information received is that is a novosyn usp 1 product and a picture with 3 needles bent attached with a piece of violet thread. The needles in the picture received are bent, nevertheless, without samples or code-batch involved a proper analysis cannot be done and the batch manufacturing records of the needles cannot be checked. Regarding the other defects (needle detachment and thread breakage), the picture received shows the three needles attached to a piece of thread. However, without samples or code-batch a proper analysis cannot be done and the batch manufacturing records of the product cannot be checked. Final conclusion: without samples or code-batch involved we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Model, catalog and lot number have been requested. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with novosyn suture. The client reported that the needles bend and detached, and also that the thread is too rigid, has too resistance. Further data has been requested.